Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo 12.6 implantable collamer lens of diopter -9.50 into the patient's left eye (os) on (B)(6) 2021. On (B)(6) 2023 the lens was explanted due to low vault without rotation. On (B)(6) 2023 a replacement lens of longer length was implanted. The problem was resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
A4-a6: unk. Claim #(B)(4).